Event description:
It was reported that the lead completely severed past the suture sleeve. The lead appeared to have fractured near the 1st rib/clavicle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analysis found that the distal conductor was fractured. The proximal conductor was fractured. The outer insulation had a cosmetic depression and had a breached depression.